Manufacturer narrative:
Device cannot be returned as there was no autopsy. This is an expected adverse event, and its frequency is within expected rate. Review of device history records shows the device was built per specifications. No further investigation is possible.

Event description:
While entering implant registration card info., on-x operator noticed that patient address info was not present. Called the hospital to get the info. Hospital reported to use the following: this ascending aortic prosthesis , 25mm, (a valved conduit) was implanted on (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital in (B)(6). In the process of trying to obtain the missing patient address info form the surgeon's office it was discovered that the patient had passed away. The hospital stated the following notes about this patient: (B)(6) 2015: the patient remains intubated and unresponsive. (B)(6) 2015: the patient is still intubated, awake, eyes open and close. Intubated means patient not able to breathe on his own. The patient remained in the hospital until his death. His cause of death was read as: "intracranial hemorrhage". Per the aats/sts guidelines, bleeding events such as this are defined to be valve-related, and therefore reportable. We have not information on the patient's anticoagulation therapy but we are compelled to assume that this patient was administered anticoagulation therapy and therefore, such a bleeding event could be valve-related. There is no other information about this case, and none is expected to be received. The device is not available for return to onxlti.